Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet, including readings in the 50 mg/dl range, despite a prior reset and entry of a body weight 50 pounds below actual as advised; the user paused ilet use after about two weeks and expressed difficulty understanding exercise guidance related to disconnecting and reconnecting with insulin on board. Symptoms included hypoglycemia without loss of consciousness. Outcomes included no emergency room care or hospitalization and reported weight gain attributed by the user to increased caloric intake to prevent lows. Troubleshooting and user education were provided. Investigation included a review of reported use patterns and support interactions. Investigation of this case revealed no alarms or alerts reported and that the cause of hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with an undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.